Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to cocr corrosion of the oblong taper of the profemur® cocr modular neck where it seated in the pocket of the profemur® titanium stem. (Left).